Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been experiencing high blood glucose in the 400 mg/dl range for a couple of weeks. The customer treated with the insulin pump. The customer stated that he had issues with the infusion sets not sticking and bent cannulas. He went to the doctor and they gave him samples of other infusion sets. The customer was advised about the proper insertion techniques. Troubleshooting for high blood glucose was not performed. The insulin pump and infusion sets will not be returned for analysis.